Event description:
It was reported that the patient experienced a status epilepticus and was intubated at the hospital. The patient is from a nursing home and was seen by a neurologist at the hospital. Vns was not checked as the physician did not have the programmer at that time. Additional relevant information was not received.